Manufacturer narrative:
Exact date of event was not detailed. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted, instead of on zero when set to zero, it was on 4, setscrew appears to be stripped. Fs rep replaced power knob which was offset and the system checks ok. The power control knob condition is a known issue that was addressed an internal action.

Event description:
The customer reported that the unit on a patient. The unit had been used all week for in services for staff, customer stated that they had issues passing both the performance check and patient circuit calibration but were able to get the unit to pass successfully. It was not specified what ¿troubles¿ the customer was experiencing. The unit was placed on patient and rt reported that the piston moved for a few oscillations then made a sound like a "speaker had blown" and stopped. Patient was placed on another vent, no patient harm. It is unknown if unit alarmed. Settings for the unit were: map 30 it 33 bias flow 30 and delta p of 90. The customer additionally reported, the piston may move one or two times then stops and sound of piston does not match the settings. The driver on this unit has been changed out twice already in last 18 months and unit has less than 1000 hours. Driver was changed in (B)(6) 2012 for three year pm, then in (B)(6) 2013, driver and pr8 were changed out after an overheat incident. A carefusion field service representative was dispatched to evaluate/service the unit.